Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: failure to cross with a graftmaster requiring the use of an add'l stent. Device issue: failure to cross. It was reported that three graftmaster stents were used in 2009, due to perforation of the 1st diagonal branch and abrupt closure of mid lad. A 3.0 x 12 graftmaster stent could not cross the lesion of the mid lad. Two graftmaster stents were deployed and successfully treated the perforation of the d1 and successfully treated the abrupt closure of mid lad. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular instruments deutschland gmbh in rangendingen as per specs. The device was not returned for investigation and therefore, no complaint root cause can be identified. It is possible that the stent graft did not cross because of, but not limited to, the following: tortuous anatomy, the severely calcified vessels, presence of other devices e.g. Previously implanted stents. No device malfunction can be determined due to the lack of procedure and pt info and the lack of device investigation.